Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: kit svc o2 bi71000450 power supply psi h3) onsite functional and visual examination was performed by a manufacturer representative. The power supply was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the mobile view station (mvs) and image acquisition system (ias) successfully boot up and when into initialization state. The ias rebooted and successfully started. On investigation it was discovered error 32 and possible 5vdc error condition. Ps1 was checked and found to be sitting around 4.6vdc. Ps1 was replaced and adjusted to 5.13vdc. They checked after 2 hours and the system was stable at 5.13vdc. The issue occurred pre-op during equipment setup. There was no patient involvement.